Manufacturer narrative:
A partial lead with the connector pin measuring 11.3cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in the operating room for a generator change out. During dft testing with the new device alerts for low high voltage lead impedance and possible lead damage were seen. The lead was capped and replaced. The patient was in good condition after the event.